Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an unexpected restart alarm from the insulin pump. The customer's blood glucose level was 65 mg/dl. The customer stated that there is a blank screen and off no power anomaly. The customer was advised to continue wearing the pump until a replacement arrives.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump passed self test and a21 error test. No a21 or a45 alarms noted. The insulin pump was received with normal operating currents. No unexpected off no power alarm or damage found on the lcd isolation tape or interface board noted. However, the insulin pump had minor scratched display window.